Manufacturer narrative:
Philips has investigated this complaint. Identified an issue with host pc memory 2, which indicated a done/failed status. A philips field service engineer (fse) inspected the system onsite and could not replicate the issue. The system was working in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem, which can impact system booting. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.